Manufacturer narrative:
The device was not returned for analysis.

Event description:
The customer reported that during the procedure, latex separated from the sponges in the surgical cavity. The procedure was completed successfully, with no adverse consequences.